Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while in patient use. It was reported that the "ventilation dwindling and a beep occurring, the device quit operating. After five seconds or so, the device restarted providing a flow together with a sound, "pi, pi, pi" and there was no button operation". There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. A program execution error was recorded in the event log verifying the system reboots, so the device's power management board was replaced to address the issue. The device was cleaned, overall checked and passed all final and functional testing.